Event description:
It was reported that the patient had complaints of pain at the implantable cardioverter defibrillator (ICD) implant site. The pocket was revised and the ICD was reimplanted remaining in use. No further patient complications have been reported as a result of this event.